Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6) hospital. Full event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that flixene graft thrombosed post the graft was implanted. Endarterectomy was performed to re establish blood flow and no harm was reported.